Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was too superficial so they would most likely be doing an ins revision. A longevity calculation was performed to estimate the ins battery life. With a1 at 5.9 volts, 50 rate, and 450 pulse width and +--+ as well as a2 at 2.2 volts, 50 rate, and 450 pulse width and +-+ and the results were six months. It was noted the patient hadn¿t been at those settings the whole time of implant. It was further noted that the patient did not have any other symptoms. The patient was very unpredictable, was previously a prisoner and had been trying to get multiple new patient programmers. He was scheduled for replacement but the manufacturer¿s representative (rep) didn¿t have the case date yet.

Event description:
Additional information received from the manufacturer's representative reported the battery was replaced and repositioned.